Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report an unspecified alarm about no insulin being inside the reservoir, however there was insulin inside the reservoir. The customer's blood glucose level was unknown. The customer was not present during the call and no further details could be obtained.